Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and the implantable pulse generator (ipg) was at elective replacement indicator (eri) earlier than expected. The lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.